Event description:
A cgm error with code 42 was reported by the caller. It did not adversely affect the customer¿s blood glucose level. The caller was provided with complete pump reset information by technical support and successfully walked through the reset process, after which the cgm error code was no longer displayed and the sensor session was successfully started.